Manufacturer narrative:
We have received the complaint device for evaluation and we have confirmed the reported incident. We observed a minute leakage of saline from the blue bushing-stopcock joint when we attempted to inject liquid into the common carotid balloon. Despite the leakage, the common carotid balloon remained inflated and properly occluded the test fixture. Upon further inspection of the joint, we detected a section of the bushing-stopcock joint was missing glue resulting in this leakage. The root cause of the issue was determined to be operator error- not enough glue was applied on the stopcock joint during the assembly process. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We currently have a corrective and preventive action (CAPA) open to address this issue and prevent them from reoccurring. The CAPA remains an active project at this time. The malfunction was detected during pre-use check by the surgeon. Surgeon used another f3 shunt for the procedure.

Event description:
During pre-use check, when surgeon attempted to inflate the common carotid balloon with saline, he detected a leakage at the stopcock joint.